Manufacturer narrative:
This is 1 of 3 MDR reports submitted for this literature article.

Event description:
An article published in a lower urinary tract symptoms literature detailed the results of a trial to compare monopolar transurethral resection of the prostate and photoselective vaporization of the prostate (pvp) by greenlight laser. The article analyzed the clinical data of 38 patients who underwent greenlight pvp to treat benign prostatic enlargement between april 2012 and march 2015. The following complications were reported; 5 cases of catheter-free trial failure requiring recatherization, 5 cases of dysuria, and 3 cases of utis. This report is for the 5 cases of catheter-free trial failure requiring recatheterization.